Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the catheter had been fractured at three points and on the segment proximal to approximately 1800mm from the distal end of the guide wire creating four segments. All the segments were noted to have occurred while the catheter was inserted over the guidewire. The actual sample was immersed in saline solution and an attempt was made to separate the two devices, but separation was not possible. In order to discriminate each segment, hereinafter they are called segment a, segment b, segment c and segment d in order from the distal side of the catheter. Magnifying inspection of segments a - d found that the stainless steel reinforcement and the inner layer were exposed with the fracture end having been elongated and ripped off. The distal end of segment a was found not to have been damaged. The outside diameter of the undamaged segment of the catheter was confirmed to meet manufacturer specification. Magnifying inspection of the outer surface of the guide wire found that the exposed stainless steel reinforcement of the fractured catheter had become entwined around the guide wire, where the ptfe coating on the guide wire was noted to have been partially sheared off by the frictional force generated between the guide wire and entwined stainless steel reinforcement. The outside diameter of the guide wire was confirmed to meet manufacturer specification. A review of the manufacturing record and the shipping record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a rupture during an intervention using the progreat device. Follow up communication with the user facility confirmed the following information: intervention: lysis of the peripheral tromembolism in left arm and left hand; access: transfemoral right; introduction of a destination over the wire (gs*k5st1c90b) and rf-ga35183m; change of wire to gwa ra-ca35265cm and selective sound of the a. Subclavia right with a 4f gl-kath.,vertebralis 120cm: rf-wh14112m; introduction of a gwa ra*fa18301cm; the doctor then tried to introduce the progreat over the wire with no success; it was only possible to introduce the progreat until the hemostatic valve of the destination, then it became stuck on the wire; it was not possible to only remove the progreat so the progreat and the wire had to be removed together; it was reported a new progreat in combination with a new 0,016" gt wire was used to complete the intervention; it was reported the procedure was completed successfully; and the patient was not harmed.